Event description:
It was reported to philips that during the morning self-check, it was found that the panel encoder was faulty, and the device could not be used. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ indicating that the operational check failed, therapy knob was faulty. There was no patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to the therapy knob failure. The reported problem was resolved by a third party, after replacing the therapy knob, the device was successfully returned to service. The device remains at the customer's site. No further action is warranted at this time. H3 other text: resolved by a third party.